Event description:
Rn, employee on duty, administering insulin subcutaneously to pt. After injection, needle did not retract when removed from skin; rn had needlestick injury. Rn reported the needle looked "bent." Rn being followed by occupational health.